Manufacturer narrative:
E1-reporter facility name: infusystem inc. -((B)(6)). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an air in line alarm. Per reporter they confirmed that the connectors were tight, and there was no air visualized in the line. They were unable to remove the cassette, as the latch was locked into place by the facility. A hard reset was performed by removing and replacing the batteries following a 10-second pause. The pump alarm returned upon startup. The process was repeated, but the alarm persisted. The pump was turned off, and the patient will contact the clinic to report the event and obtain further instructions. The operator of the device was a health professional. There was a patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.